Event description:
While transferring resident with lift the "v" arm disengaged from the boom, causing resident to fall to floor. It was determined by maint dept that lift (10+ yrs old), through wear and tear of nylon washer that acts as a buffer between nut and arm, caused the bolt to fragment and break.